Manufacturer narrative:
Corrected the h6 health effect - impact code codes.

Manufacturer narrative:
A non-conformance review was conducted for lot 2434511064 and there were no ncs related to the reported event issued during the manufacturing of this lot. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no devices returned for evaluation; therefore, the affected product could not be evaluated to confirm the reported failure. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.

Event description:
The customer reported that the tube was placed in the patient without difficulty. Placement xray shows need to advance, tube advanced, placement confirmed. The guidewire was still in place untouched waiting for seizure meds to arrive. On arrival, the rn inserted a small amount of water, easily flushed, in extra port to lubricate guide wire prior to removal and water came squirting out of dobhoff around the 85cm mark. They inspected tube and there was a small laceration/flap visible with tube flexed like it had been sliced by a small scalpel. The tube then had to be removed, new one placed and new xray. This caused a delay in seizure meds.